Manufacturer narrative:
The device was received with the cannula not deployed and the pink slide insert was not seen in the viewing window. Investigation found the cannula assembly successfully deployed upon manual advancement of the ratchet gear. The downloaded data indicates the device ran 49 pulses and was then deactivated by the user before the device could run the second priming sequence. The device functioned as intended and was deactivated before running enough pulses to deploy. No problems were found with the needle mechanism assembly that would result in the needle deploying early.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.